Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate therapy and inadquate impedance measurements. The lead was capped and replaced.